Manufacturer narrative:
Citation: santos-martinez s, et al. Myval versus alternative balloon- and self-expandable transcatheter heart valves: a central core lab analysis of conduction disturbances. Int j cardiol. 2022 jan 1;s0167-5273(21)02052-0. Doi: 10.1016/j.ijcard.2021.12.049. Earliest date of publish used for date of event. Medtronic products referenced: evolutr (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the impact on the conduction system of the myval transcatheter aortic valve implantation (tavi) device compared to other commercially available tavi devices. All data was collected from nine centers between january 2017 and december 2020. Of the 1,131 patients included in the study population, 298 (predominantly male, mean age 81.2 years) were implanted with a medtronic evolut r or evolut pro transcatheter valve. No unique device identifier numbers were provided. In the evolut r/pro group, 6 procedural and 11 in-hospital deaths occurred, respectively. The circumstances of the deaths were not disclosed, and no statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. In the evolut r/pro group, procedural and in-hospital adverse events included: more than one transcatheter valve required; valve emb olization; annulus rupture; coronary occlusion; cerebrovascular events; bleeding (minor, major, or life-threatening); vascular complications (minor or major); and conduction disturbances requiring permanent pacemaker implantation. The authors observed the following conduction disturbances after evolut r/pro implant: atrial fibrillation, first-degree atrioventricular block, left bundle branch block, right bundle branch block, and complete heart block. No additional adverse patient effects or product performance issues were reported.